Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08253. It was reported the patient experienced numbness in one of her toes and radiated up her calf although, the patient had stimulation coverage for her pain. The numbness existed whether the device was on or off. Patient suspected the issue was caused by a pinched nerve. Follow-up information received the physician received, the physician prescribed neurotin and lasix. The patient had a nerve conduction test and physician reported the patient's nerve damage was due to a prior injury. Patient reported the swelling had reduced due to the lasix.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.